Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported bravo ph capsule failed to detach from the esophagus. Patient underwent the bravo procedure on (B)(6) 2016. On (B)(6) 2016 the capsule was still attached. This was verified through an x-ray that was taken for an unrelated reason. Patient was not having any symptoms related to the retained capsule. Physician planning to remove capsule.